Manufacturer narrative:
Other relevant device(s) are: product ID: 3389, serial/lot #: unknown. Product ID: 37086, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that high impedance was measured on the patient's left side during their last follow up. The date was unknown. The hcp decided to explant and replace the ins, however the high impedance remained on the left side after the replacement. The impedance was between 5012 ohms and 6883 ohms on the contact pairs including 0. The patient is okay and does not have any symptoms. It was unknown if there were any external factors that led to the event. There were no symptoms reported. No further complications were reported or anticipated. [Refer to manufacturer report #3007566237-2019-00373 for details pertaining to the reportable related event.]